Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, the battery is at 9% and the voltage is high. A request was made to have data from this device analyzed. The patient will received radiation therapy for nine days and the technical services (ts) provided current analysis and offered new analysis post radio therapy is completed. Additionally, the ts suggested the use of programmer to deactivate therapies as preferred option than magnet. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, the battery is at 9% and the voltage is high. A request was made to have data from this device analyzed. The patient will received radiation therapy for nine days and the technical services (ts) provided current analysis and offered new analysis post radio therapy is completed. Additionally, the ts suggested the use of programmer to deactivate therapies as preferred option than magnet. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified high current drain was a result of compromised capacitors, which resulted in the observed premature battery depletion. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Device labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: investigation determined that the high current drain, and resultant premature battery depletion, was caused by a capacitor component that was compromised due to excess hydrogen in the device case. 4.2g description of remedial action/corrective action/preventive action/field safety corrective action (fsca): boston scientific issued a field safety notice to physicians in august 2019 regarding a subset of emblem family devices that had experienced an increased rate of premature battery depletion due to a compromised capacitor. Boston scientific's subsequent investigation determined that any emblem s-ICD built with a specific, discontinued low voltage capacitor is potentially susceptible to this behavior; therefore, boston scientific expanded the advisory population in december 2020 to include all s-icds built with this specific low voltage capacitor. This particular device is included in the emblem s-ICD accelerated depletion advisory population. In 2020, a manufacturing mitigation was implemented to control the amount of water present in the device case (which was determined to be the source of the excess hydrogen). Additionally, boston scientific developed and released a software update, which enhanced the existing battery depletion (bd) alert to enable detection of hydrogen-induced accelerated battery depletion. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, the battery is at 9% and the voltage is high. A request was made to have data from this device analyzed. The patient will received radiation therapy for nine days and the technical services (ts) provided current analysis and offered new analysis post radio therapy is completed. Additionally, the ts suggested the use of programmer to deactivate therapies as preferred option than magnet. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported.